Event description:
Customer reported 4 lvp's infusing, two lvp's with dopamine and epinephrine were infusing on a pt when the devices turned off. Blood pressure decreased to a point where IV bolus was required to increase the blood pressure. Event log review was conducted and visual inspection and testing of device was performed. Event log review determined devices did alarm for a channel disconnect. Testing identified no functional issues until the devices were picked up and shaken, at which time the devices alarmed for a channel disconnect. The 2 lvp's that stopped infusing were both connected on the same side as the pcu. The cause was identified as a broken weld on the female iui connector. The broken weld on the iui connector allowed for a brief separation of power between the 2 lvp's and the pcu. This interruption of power was interpreted by the pcu as the device being removed. The devices had a visual and audible alarm to notify user of the disconnect event.